Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain. The right atrial (ra) lead exhibited oversensing causing false atrial high rate episode to be recorded. The ra lead remains in use. No further patient complications have been reported as a result of this event.